Event description:
It was reported to medtronic neurosurgery that the patient had a valve with pressure setting of 1.0. According to the report, after the operation, the patient did not have any problems and was discharged in a few days. The report stated that on (B)(6) 2013, the patient returned to the hospital with a headache and a slight ventricular dilatation, which was confirmed by a CT scan. According to the report, on (B)(6) 2013, the ventricular dilation enlarged and the pressure level was changed to 0.5, confirmed by a CT scan. The report stated that contrast study for the shunt indicated normal flow in both the ventricular and the abdominal cavity. The report stated that there was no problem found in the valve. Reportedly, the patient became unconscious and the valve was replaced with codman hakim valve. According to the report, the patient has recovered currently.

Manufacturer narrative:
The valve was patent. It met the specifications for siphon, reflux, pressure flow and pre-implantation testing. The valve did not meet the specifications for leak testing due to tears on the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.